Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 failed to energize at all. It failed to activate. The power setting was at 2.5. No attempts were made to change out the hemopro power supply and/or the adaptor cable and/or extension cable they just switched to a new hemopro kit to finish the case which resulted in a slight delay. No patient harm was reported.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10, h11. Corrected section: h6- health effect ¿ clinical code (1)- corrected code to "4582". The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 failed to energize at all. It failed to activate. The power setting was at 2.5. No attempts were made to change out the hemopro power supply and/or the adaptor cable and/or extension cable they just switched to a new hemopro kit to finish the case which resulted in a slight delay. No patient harm was reported. The device was returned to the factory for evaluation on 08/08/2022. An investigation was conducted on 04/12/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the heater wire or the gray silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device did not power on. An engineer evaluation was conducted. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010) and hemopro extension cable (c-vh-3030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. Next, the toggle on the handle of the complaint vh-3500 hemopro tool was pulled back to the activation (power on) position, it was observed that the heating element on the jaws of the complaint vh-3500 hemopro tool did not heat up which is not normal. Additionally, it was observed while the toggle on the handle was pulled back to the activation (power on) position, that the hemopro power supply (c-vh-3010) did not beep. This indicates that power was not being delivered to the complaint vh-3500 hemopro tool. This is also not normal and indicates a break in the electrical circuit in the complaint device. Next, the complaint vh-3500 hemopro tool handle was opened to determine the location and cause of the break in the device¿s electrical circuit. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The wire from the pigtail connector, which is normally soldered to the normally open (n.o.) Switch terminal, was found to be detached from the n.o. Switch terminal. Examination of the normally open (n.o.) Switch terminal showed an impression in the solder located near the edge of the switch terminal. The impression in the solder is the location where the pigtail connector wire had been placed on the n.o. Switch terminal during soldering. Examination of the pigtail connector wire showed that wire breakage was not the cause of the wire detachment. Additionally, there were no visible signs of solder on the exposed metal portion of the wire. Based on the visual evidence, the pigtail connector wire had become disconnected from the normally open (n.o.) Switch terminal due to the incorrect positioning of the exposed metal portion of the wire onto the n.o. Switch terminal during soldering. Based on the tqc point in the hemopro soldering station work instructions mcv00034815, this solder joint would not be acceptable and should have been rejected. Based on the results of the evaluation, the reported failure "failure to deliver energy" was confirmed. Based on the investigation results as well as the engineer evaluation results, the root cause of ¿failure to deliver energy¿ was determined to be from the pigtail connector wire being disconnected from the normally open (n.o.) Switch terminal which prevented electrical current from going to the heating elements in the jaws of the vh-3500 hemopro tool. A crf/CAPA/scar/ncmr review was conducted for the two-year period aug -2020 through jul-2022. There was (1 CAPA request (852668) for the failure mode in the two year review period. The CAPA is currently ¿ in an open status" .the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications upon leaving the factory. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. No field actions initiated for the reported failure mode ¿failure to deliver energy". There were no consequences or impacts to the patient. The lot # 3000244420 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a